Event description:
During a thyroid procedure, after five minutes there was no function. Procedure was finished with like procuct. No further information is available. No patient consequence reported. Devices will be returned.